Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family/friend of a patient implanted with a neurostimulator (ins). It was reported that patient tried neuro stimulator for chronic pain. It essentially broke and had to be removed.